Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the encor enspire serial number (B)(6) was received at the crawley depot. The encor enspire was visually inspected upon receipt and was found that the product label is missing. The device was functionally tested and failed the test during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the identified missing product label issue. The root cause for identified missing product label issue could not be determined based on the provided information. Labeling review: the labelling/packaging review was not required as the reported event is not associated with a labelling, packaging, or use related issue. D4 (unique identifier (UDI) #), g3, h6 (result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during complaint investigation pr (B)(4), additional failures were identified that were non-cascading events not reported by the facility found during the service center evaluations and confirmed by the complaint investigation team. These non-cascading events were identified with the encor enspire system missing product label and the rinse pin does not retract. There was no patient involvement.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during complaint investigation pr (B)(4), additional failures were identified that were non-cascading events not reported by the facility found during the service center evaluations and confirmed by the complaint investigation team. These non-cascading events were identified with the encor enspire system missing product label and the rinse pin does not retract. There was no patient involvement.